Event description:
It was reported by repair work order that the foot end jack could not raise up due to a broken pump piston. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.